Event description:
On (B)(6) 2015 it was reported that the handheld may have gotten ¿zapped¿.

Event description:
It was reported that the physician was having difficulty turning on the programming handheld. The screen lock button, the battery latch, and the wall outlet were all checked, which did not resolve the issue. A soft reset was performed but the handheld only flashed the red light on the power button and nothing appeared on the screen. A hard reset only resulted in a ¿¿battery critically low¿ message appearing on the screen. The office had another programming handheld and when they tried to plug that one into the power cable of the first programming handheld, there was an inability to charge that one as well. It was therefore believed that the issue may be with the power cable and a new power cable was sent to the physician, but this did not resolve the issue with the programming handheld not turning on. It was reported that the programming handheld would be returned for product analysis but it has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2015. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged leads associated with the handheld sync connector. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.